Manufacturer narrative:
On april 23, 2020, the product investigation was completed. Device investigation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed and it revealed a tear on the anterior view, measuring less than 0.1 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of lot 7467759 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 19, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction revision with a 550cc mentor cpx 4 breast tissue expander with suture tabs on the right side, suffered deflation as the expander was not expanding properly, post-operatively. As a result, the patient underwent unilateral removal and replacement with a 550cc mentor cpx 4 breast tissue expander with suture tabs on (B)(6) 2019.